Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d2, d4, g4, h4.

Event description:
This record is un-reporting due to device not PMA approved.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and rupture.

Event description:
Healthcare professional reported left side "rupture of the prosthesis, intraparenchymal lymph node, some lymph nodes are present in the axillary region and along the axillary extension" confirmed via MRI. This record is for a left side. Device was explanted.